Manufacturer narrative:
Date of event is unknown. Date provided reflects commercial date for the sapien 3 valve. Investigation is ongoing. Bibliography: useini, d., et al. "Three-year single-center outcomes of transapical aortic valve implantation using the edwards sapien 3 valve." The thoracic and cardiovascular surgeon66.s 01 (2018): dgthg-v335. Ref. Related mfgr report number: 2015691-2018-00817.

Event description:
As reported on an abstract presented at the (B)(6) in (B)(6) 2018, ¿three-year single-center outcomes of transapical aortic valve implantation using the edwards sapien 3 valve¿, the author reported that eighteen patients developed a conduction defect and required the implantation of a permanent pacemaker within 30 days of the tavr procedure. The exact dates of the events are unknown.

Manufacturer narrative:
The valves were not returned to edwards for evaluation as they remain implanted. Additional information was requested but was not forthcoming. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the conduction disorders is unknown, however, may be due to patient factors (not provided) or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.